Event description:
Per the clinic, the patient experienced an infection, evidenced by purulent discharge at surgical site. The patient was hospitalized (specific date not reported) and was treated with IV antibiotics (specific date and duration not reported) followed by a course of oral and topical antibiotics (specific date and duration not reported). According to the clinic, the patient has recovered from the infection, and the incision site is currently healthy. Despite resolution of the infection, the recipient experienced an extrusion of the implanted device. Consequently, the device was explanted on (B)(6) 2025 and it is unknown if there are plans to re-implant the patient as of the date of this report.